Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) by email, alleging that his onetouch verio2 meter displayed inaccurately high results compared to another meter. Lfs emailed the patient back seeking a convenient time to call to try to resolve the issue. A further email was received from the patient on (B)(6) 2017, where he provided additional information on the type of comparison used. Lfs made 2 further attempts to contact the patient by phone, leaving messages on his voicemail. An email was also sent to him to inform him that lfs were unable to establish communication. The complaint was classified based on the customer care advocate (cca) documentation of the patient¿s emails since follow-up did not prove possible. The patient¿s emails did not state when the alleged inaccuracy issue began. It is not known how the patient manages his diabetes or whether he made any changes to his usual management routine after obtaining the alleged inaccurate results. He reporter that on an unspecified date and time, he developed ¿low blood glucose¿ with symptoms of ¿not well and shaking.¿ he reported that he tested his blood glucose level on the subject meter and obtained a result of ¿5.2 mmol/l¿. He stated that he ¿was panicking¿ because he was concerned that something else was wrong, and nearly phoned an ambulance. He reported that he tested his blood glucose level on onetouch ultraeasy meter and the reading was ¿2.9 mmol/l¿. No treatment was reported in the emails. The patient reported that he continued testing himself with both meters and on each occasion the subject meter showed a higher reading; he reported that he stopped using it. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Because communication was by email, it was not possible to successfully troubleshoot the alleged issue. No products are being replaced or returned for investigation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Low blood glucose with not well and shaking, after the alleged product issue began.